Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in posterior side assessed as smooth opening and observed opening in anterior side assessed as unidentified (tear) opening (shell thickness within specification) capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "right side rupture." Healthcare professional later reported "spontaneous intracapsular implant rupture with development of grade iii capsular contracture. Ruptured confirmed with MRI." Healthcare professional additionally reported "hole on patch side," "hole, non-specific," and "hole in radius (edge)." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening in posterior side assessed as smooth opening and observed opening in anterior side assessed as unidentified (tear) opening (shell thickness within specification) capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "right side rupture." Healthcare professional later reported "spontaneous intracapsular implant rupture with development of grade 3 capsular contracture. Ruptured confirmed with MRI." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "right side rupture." Device remains implanted.